Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-13102. It was reported, the patient's scs system was explanted due to the patient being dissatisfied with the results the system was providing.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.